Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Bench testing noted a damaged high voltage output transistor. The cause could not be determined. (B)(4). (B)(6).